Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart failure was aggravated and they underwent an electrocardiogram. The physician stated that the "pacing was abnormal" and required reprogramming. No reprogramming had been done yet at the time of the reporting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is deceased. The circumstances of the patient's death were requested and could not be obtained.